Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper hinges were loose causing the screen to be loose. It was also noted that the hinge plate screws were missing, the tab on the power cord bay door was broken, the electrocardiogram (ECG) connector was loose, and the keyboard slide was missing. Product ID 2067l radiofrequency head. (B)(4).

Event description:
It was reported that the screen on the programmer was loose and it was unable to be tightened. The programmer and radiofrequency head were returned for repair. The programmer was analyzed and tested out of specification. No patient complications have been reported as a result of this event.